Event description:
Since 7/04 the telemetry monitor continues to go blank with lost monitoring for a period of time. The monitor will sometimes reboot itself or the nurse will reboot. Co responses to requests for assistance not timely. Repeated visits from the co had not resulted in correction of problem with, independently going down & rebooting, losing heart rates, alarm & wave review and inability to record strips. Down time frequently greater than 40 minutes.